Event description:
It was reported that the catheter locked in place with the introducer; however, it slid back into the right ventricle causing ventricular tachcardia. It was further reported that the catheter was initially pulled back and refloated, but then subsequently changed out for a new catheter; however, the introducer was left in the patient. Follow up with the hospital indicated that there were no medications administered to the patient and there were no patient injuries.

Manufacturer narrative:
The intervention performed was replacement of the catheter. It was reported that the introducer was left in the patient. Evaluation results: it was observed that our product evaluation laboratory received the catheter along with an arrow contamination shield, no introducer was returned. Our evaluation of the catheter found that the catheter body was within engineering specifications. Function testing found that the arrow contamination shield connectors locked securely to the catheter. The factors or cause that attributed to the reported experience could not be determined.